Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the no order during presence of patient. A technical support specialist restarted the server and ran downtime query inorder to rectify the issue. The serial number, UDI and manufacturer details kept blank since the given asset information found to be es s/w only server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system were orders did not crossed to station from server/interface. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.